Manufacturer narrative:
H6: coding changed based on the investigation result . Evaluation summary: based on the investigation, a potential root cause of this failure is excessive external force acted on the segment, causing the segment to deform and the bending motion to become stiff. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 11-aug-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 12-aug-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Scope insertion tube too stiff. Doctor cannot manouvre while inside patient. Very tight and grinding angulation. Nobody hurt. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.